Manufacturer narrative:
The blade subject to this MDR was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.

Event description:
It was reported that during a total knee replacement procedure that the blade broke at the mount. It was also reported that the broken piece was retrieved from the surgical site and the surgeon has no concerns that any pieces are left behind in the patient. It was further reported that there was another blade readily available and the procedure was completed successfully.